Event description:
It was reported that the user¿s libre 3 plus continuous glucose monitor failed to pair with the ilet after a sensor applied the prior night did not pair, and a replacement sensor placed the following morning produced repeated scan errors despite reinstalling the mobile app, pairing the ilet, restarting the phone and app, toggling bluetooth, and attempting multiple scans; the user was transferred to the partner¿s support line for further assistance and sensor replacement. Symptoms included no glucose data availability. Outcomes included interruption of cgm-derived glucose data to the ilet and reliance on partner support for resolution. Investigation included guided troubleshooting of the mobile app, ilet pairing, phone restart, app restart, bluetooth toggling, and multiple sensor scan attempts. Investigation of this case revealed repeated sensor scan failures consistent with a cgm communication or sensor pairing malfunction affecting the sensor/transmitter component. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor malfunction requiring sensor replacement.